Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 4.7 unit serial # (B)(4). Case resolution: tech called in for help on error code 800.8000 with 8015 4.7 unit I first explain to tech this unit is eol affect 01/01/2019 we don't support anymore, I will assist him as a courtesy the error code is a software fault he will need to reflash software on unit if flash fails then he has a main board issue will need to be replace, tech ask for part # for logic board, I explain we don't have that part anymore. Tech thank me for my assist.